Event description:
The rep. Reports the luke hand piece was performing inconsistently across several cases and outputting a solid tone, occasionally. Self diagnostics confirmed a faulty hand piece. There were no patient consequences due to the performance of the hand piece.